Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas displayed only the upper portion of the screen while otherwise functioning as expected, with no visible cracks noted by the user and no impact to blood glucose management. Symptoms included no adverse clinical effects and no hypoglycemia or hyperglycemia. Outcomes included continued therapy use without medical intervention or hospitalization. Investigation included user troubleshooting, verification of device operation, and coordination for device exchange. Investigation of this device revealed a display visibility malfunction consistent with a screen/display subsystem issue, with no corroborated impact on dosing or alarms. It was concluded, based on previously established findings for similar reports, that the cause was a device display failure of undetermined origin.